Manufacturer narrative:
Correction: section h10 submitted on 03feb2020 is to be replaced with the following. The catalog number is unknown; if received it will be provided. The date of death is unknown; if received it will be provided. Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes recurrent pe on anticoagulation therapy and coumadin. The ivc filter was implanted and placement was verified via ivc gram. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt, multiple filter struts perforating the ivc and surrounding organs. A CT, approximately 6 weeks post implant, revealed the superior end of the filter is at the l1-2 interspace. The ivc filter is tilted anteriorly and medially at the superior end however, it does not contact the ivc wall. The ivc filter is not tilted at the inferior end. The following struts of the ivc filter perforate the ivc up to 2mm. Two anterior struts perforate the ivc wall both 1.5mm and contact the bowel. One posterior strut perforates the ivc wall 2mm and contacts the l3 vertebral body. Per the patient profile form (ppf), the reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and filter tilt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and surrounding structure perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received it will be provided. The date of death is unknown; if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is recurrent pe. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt, multiple filter struts perforate the wall of the ivc and into surrounding tissue/organs. The patient is deceased and survived by son; however, it is unknown if the reported device caused or contributed to this outcome. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and surrounding structure perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, multiple filter struts outside the wall of the ivc and into surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient is deceased and survived by spouse; however, it is unknown if the reported device caused or contributed to this outcome. The following additional information was received per implant records: the patient has a history of recurrent pe on anticoagulation therapy and coumadin. The ivc filter was implanted via single stick venous access and placement was verified via ivc gram. The filter was implanted successfully with no complications. The following additional information was received per medical records: a CT scan was performed approximately 6 weeks post ivc filter implantation and revealed the following. The superior end of the cordis optease retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted anteriorly and medially at the superior end however, it does not contact the ivc wall. The ivc filter is not tilted at the inferior end. The following struts of the ivc filter perforate the ivc up to 2mm. Two anterior struts perforate the ivc wall both 1.5mm and contact the bowel. One posterior strut perforates the ivc wall 2mm and contacts the l3 vertebral body. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 5 years and 2 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and filter tilt.